Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during device evaluation, the gastrointestinal videoscope had foreign material inside the air/water tube, the air/water cylinder and the jet tube was clogged with foreign material. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the presence of foreign material was confirmed. The foreign material was simethicone. However, the definitive root cause of the foreign material could not be determined. Olympus will continue to monitor field performance for this device. The instruction manual states detection methods associated with the presence of foreign material in "gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection," and prevention measures in "gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.